Event description:
The reporter indicated that a hair was mixed in the package of sfc-45 supper funnel cartridge lot # 1560627. It was not used on the patient. Another sfc-45 was used and the problem was resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens returned in a device tray. Visual inspection found foreign material on /in device. Hair-like fiber stuck between the label sticker and tray. Claim# (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to operator error. To help prevent further occurrences of this type of error, operators involved in the manufacturing of this nonconforming device will be re-trained and made aware of the importance of that there is no foreign matter present in the product tray. Claim# (B)(4).